Manufacturer narrative:
Patient weight not available. Facility personnel declined to provide this information. UDI field not sufficient to hold all digits, should read: (B)(4).

Event description:
It was reported that during a lead management procedure to extract two cardiac leads (ra and rv) due to pocket infection, a tear to the superior vena cava (svc) occurred. Reportedly, the ra lead was extracted successfully, without complication. When attempting to remove the rv lead, the sls laser sheath was used to advance near the svc and the lead was freed. At this point, the patient's blood pressure dropped and a pericardiocentesis was performed. No drainage was achieved, so a sternotomy was performed. A tear was identified to the svc/ra junction. A balloon was used to control the bleeding and the tear was repaired successfully.